Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. The customer had contacted olympus technical assistance support via phone. During troubleshooting, they had also stated that they did power down whenever plugging in a new scope. It had started to work once they had shut it down and powered it on again. The customer had informed tac of the event. The device would not be returned to olympus for evaluation. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had scope communication error code (e216 and b30). The event had occurred during inspection for use. There were no reports of patient harm.